Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak in the catheter was confirmed and determined to the use related. One 5 fr d/l groshong PICC was returned for investigation. From the evidence observed, it appeared that the catheter was burst due to overpressurization. A c-shaped breach was observed in the catheter between the 51 and 52 cm depth marks. A functional test revealed that fluid leaked from the distal lumen at the c-shaped split. The granularity of the adjoining surfaces of the catheter and c-shaped splits are consistent with burst related damage. This can occur through the use of syringes smaller than 10ml, by flushing against an occlusion, or due to excessive force applied during infusion procedures. The distal lumen was occluded distal to the leak site. What appeared to be blood residue was observed inside the distal valve. The product IFU states, ¿catheters that present resistance to flushing and aspiration may be partially or completely occluded. Do not flush against resistance. If the lumen will neither flush nor aspirate and it has been determined that the catheter is occluded with blood, a declotting procedure per institution protocol may be appropriate.¿ the tubing was found to be within specification. No defects associated with the manufacturing process were observed on the sample. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported by the facility that a leak was found and a crack noted near the 52cm marker of the catheter on (B)(6) 2017. The patient stated they heard a burst, like a "bang" prior to the catheter leak, but was unclear when the sound was heard. There was no abnormality found during the dressing change on (B)(6) 2017. The catheter was implanted in the left upper arm on (B)(6) 2017.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. Device, not yet returned.

Event description:
It was reported by the facility that a leak was found and a crack noted near the 52cm marker of the catheter on (B)(6) 2017. The patient stated they heard a burst, like a "bang" prior to the catheter leak, but was unclear when the sound was heard. There was no abnormality found during the dressing change on (B)(6) 2017. The catheter was implanted in the left upper arm on (B)(6) 2017.